Event description:
It was reported that a user of the ilet system experienced persistent hyperglycemia with readings reported as high as 410 mg/dl, while the device display showed insulin depleting from full to empty and logs confirmed insulin dosing with multiple dosing stops due to the pump running out of insulin; the user also used ¿more¿ meal announcements without eating to attempt correction, wore a g7 sensor with confirmatory fingersticks, used a teflon infusion set, and used humalog. Symptoms included sustained hyperglycemia. Outcomes included the need for troubleshooting and user education, including transfer for additional training and potential target review, with no reports of hospitalization, ketoacidosis, or external insulin injections while connected. Investigation included review of synced device data and dosing logs and troubleshooting with the user. Investigation of this case revealed high glucose associated with periods of insulin supply depletion, successful completion of subsequent supply changes, and inappropriate use of meal announcements as a correction method, indicating user technique and therapy management issues rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, including running out of insulin and inappropriate meal announcements, with the device functioning as designed.